Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: sid (B)(6). That is all the patient information that was provided.

Event description:
The customer reported a false decreased sodium result for a patient while running on the alinity c processing module. The following data was provided on (B)(6) 2020 (reference range: 136 ¿ 145 mmol/l): sid (B)(6) = initial result = 109.5 mmol/l, repeat = 145.0 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A review of tickets determined normal complaint activity for alinity c ict sample diluent (ln 7p53-20) lot 26843un20. Tracking and trending was reviewed and identified no trends for falsely depressed results for the product. The device history record was reviewed and did not identify any non-conformances or deviations for the likely cause related to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no system issue or deficiency was identified for the alinity c processing module.